Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined a faulty crystal on the single board computer designator y1 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device screen flashes white upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.